Manufacturer narrative:
Depuy considers this investigation closed. Should the product or additional information that changes this conclusion be received, the investigation will be reopened.

Manufacturer narrative:
No 510k# submitted as depuy orthopaedics sells a similar product (or the same product with a different product code) in the us. The correction/removal reporting number listed applies to the corresponding product code sold domestically. The asr platform was voluntarily recalled from the market in (B)(6) 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Event description:
Revised for noise.

Event description:
New etq record created in order to update etq (legacy system) complaint number (B)(4). Reason for original complaint ¿ asr revision, asr hip resurfacing system (right), reason(s) for revision: pain. Update from (B)(6) email (B)(6) 2012: dpyous-73 attached, reason for revision: pain, noise. Update (B)(6) 2014. We have been informed by (B)(6) that this patient is deceased. The date of death is (B)(6) 2012. We have also rec'd the following details: correct hip side: left. Patient is bilateral. Original implant date: (B)(6) 2007. Explant date: (B)(6) 2011. Correction (B)(6) 2014: rec'd second spreadsheet from (B)(6). Have stated that the hip side was actually right. Update (B)(6) 2014: please see the attached email confirming that only the right hip was revised. It also states that despite it being mentioned in the second kennedy's spreadsheet, no taper sleeve was revised. Therefore the taper sleeve needs to be stated as "noncontributing-implant not removed" and MDR complete. (B)(6) associate has also confirmed the implant date was (B)(6) 2007.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Depuy still considers this case closed to CAPA.

Event description:
Reason(s) for revision: pain.